Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a stuck button. The blood glucose reading was 12.8 mmol/l. The customer had not pressed any button but may have been laying on the insulin pump. The customer was able to clear the alarm and reported that the buttons were working. The customer was advised to monitor the insulin pump and call back if the problem persisted.